Manufacturer narrative:
Section d10 references: product ID 3389s-40 lot# va0199g serial# implanted: (B)(6) 2012 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(6), ubd: 09-dec-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2during routine eri battery change at preop, impedance test showed monopolar left lead contact 3 slightly elevated (4810 ohms). Previous surgeon's notes showed contact 3 had a high impedance at original implant of lead. Doctorprogrammed around contact 3. Issue was resolved at the time of this report. No symptoms were reported. Additional information received from the manufacturer¿s representative (rep) reported upon impedance check c-3 was 3,730 ohms and bipolar pairs were around 4,600-4,900 ohms. It was reviewed with the patient¿s elevated impedances they wouldn¿t be eligible for any type of MRI.